Manufacturer narrative:
This supplemental report is being submitted to correct information to the legal manufacturer¿s investigation. The device was evaluated by olympus. The evaluation found that the "no image" issue was not confirmed. However, the "locking lever was loose and sometimes it would fall off" issue was confirmed. It was confirmed that the locking strength of the video connector socket was weak and sometimes came off; when it came off, the image was not displayed; when the connector was reinserted, the image returned to normal. The noise in the video was caused by a slight shake of the connection, which was due to the connector being defective. Complaint history review: there were no complaints of events that were the same or similar to the reported events at the same facility and on the same device. However, a similar complaint, (B)(6), was initiated from another facility. Conclusion: the root cause could not be identified. The issue was likely to have been caused by a faulty connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The repair evaluation confirmed the customer¿s reported locker is loose, attributing to lines on the image. During testing, the connection did not fall off; therefore, the image remained. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The device has not had any previous repair history in the past year. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported device failure. Based on the repair inspection the cause of the customer¿s reported problem cannot be conclusively determined. However, it is likely that the no image was caused by a weak locking mechanism of the connector. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Event description:
Olympus (osh) was informed that the customer visera elite video system center has a no image problem,¿ the locker was loose and may fall off. When it fell off, there was no image. After reconnecting, the image restored to normal¿. The customer reported problem was found during inspection before use. The scheduled procedure was completed with another one. No death, injury or harm was reported to olympus.